Event description:
Nurse reported set leaking. Very limited information received. Customer unable to provide date of event or clinical or patient information. No patient harm or patient intervention reported. Return of product requested. If product received, a follow up report will be submitted.

Manufacturer narrative:
This report was filed by the manufacturer.